Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he believed the insulin pump was not delivering insulin most of the time. He pulled off the infusion set and programmed a bolus. The insulin pump stated that it was delivering the bolus but no insulin was coming out. Customer's blood glucose level was over 500 mg/dl. He treated his high blood glucose level with a backup plan. During the high pressure test the insulin pump alarmed no delivery but no sound was made. The self-test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.